Manufacturer narrative:
The lead and the ICD under complaint were returned and subjected to an extensive analysis. Upon receipt, the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, cuts in the insulation resulting from the explantation procedure were noted, which can be considered to be the root cause of the clinical observation. No other deviations were revealed. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The inspection confirmed increasing values of the rv bipolar pacing impedance, as mentioned in the complaint description, from 546 ohm in (B)(6) 2018 to 2418 ohm in (B)(6) 2019. No other peculiarities were observed. Next, the header of the device was analyzed. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional impedance measurement test was performed under different temperature conditions in unipolar and bipolar configurations. During the test no anomalies were observed. All measured values were normal and as expected. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. In conclusion, the ICD and the lead did not show any deviations which might have led to the clinical observation. The ICD is fully functional. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
Ous MDR - after an estimated implantation period of 3 months, an out of range impedance measured through the device was reported. It was observed that damage to the insulation around valve level could be possible. No adverse patient side effects have been reported. The lead and the device were explanted. No implant date was provided.